Event description:
A malfunction was reported with a pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.